Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 1 device had broken/damaged components, and 1 device had stripped components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes cannot be engaged/a false engagement of brakes. There was no patient involvement.